Event description:
The pt reported no longer hearing sound sensations. Testing done by the healthcare professionals supported the device was not functioning. No testing by the MFR was done. Explantation/reimplantation surgery was done.